Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the bottom of the cartridge. Customer's blood glucose ranged from 200-337 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.